Event description:
It was reported that the patient underwent a ventral hernia repair procedure on an unknown date and mesh was used. The patient developed adhesions to the bowel and appendix resulting in an appendectomy on (B)(6) 2012.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.